Manufacturer narrative:
(B)(4).

Event description:
According to the customer, the complaint device was an uphold vaginal support system, not an obtryx curved transobturator mid-urethral sling system as was originally erroneously reported.

Event description:
It was reported to boston scientific corporation that during a procedure using an obtryx curved transobturator mid-urethral sling system, as the physician went to remove the sleeve from the first side placed, part of the sleeve detached inside the patient and remained on the left side of the mesh assembly. The left side of the mesh assembly was removed from the patient along with the detached piece of the sleeve. The left side of the mesh assembly was then reinserted into the tissue, with the help of a prolene wire and a capio device. The physician completed the procedure with this device with no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned two sleeves revealed that one of them was torn into two pieces. The torn sleeve exhibits shrinkage and buckling at the area of breakage, indicating it had been subjected to great force. Further engineering analysis revealed that the sleeves contain tack and separator welding, indicating they are from the capio pfr kit product family and not from an obtryx sling device as reported. Additional information received determined that an uphold vaginal support system was also used during the procedure, but attempts to obtain clarification regarding the reported complaint device and the returned device discrepancy have been unsuccessful to date. The cause for the event cannot be determined since the reported obtryx sling device implicated in the complaint was not returned.

Event description:
It was reported to boston scientific corporation that during a procedure using an obtryx curved transobturator mid-urethral sling system, as the physician went to remove the sleeve from the first side placed, part of the sleeve detached inside the patient and remained on the left side of the mesh assembly. The left side of the mesh assembly was removed from the patient along with the detached piece of the sleeve. The left side of the mesh assembly was then reinserted into the tissue, with the help of a prolene wire and a capio device. The physician completed the procedure with this device with no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.